Event description:
It was reported that the pump was at end-of-service (eos) on (B)(6) 2013. The pump logs indicated that elective replacement indicator (eri) occurred on (B)(6) 2012. The patient was admitted to the hospital on (B)(6) 2013. The patient experienced withdrawal, altered mental status and underdose symptoms. The manufacturer representative saw the patient on the date of this report. It was noted that the pump had ¿stopped." The pump was replaced on the date of this report. The catheter was patent. The patient was started with a lower daily dose. The patient outcome was noted as ¿doing well.¿ the pump was being used to deliver infumorph and sufenta.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006. Product type: catheter: product ID 8840, serial# unknown. Product type: programmer, physician. (B)(4).